Event description:
It was reported that technical services (ts) was contacted by the field representative asking if this right ventricular (rv) lead was a part of an advisory. Ts discussed that it was not a part of any advisories. The field representative noted the rv lead impedance has been trending upwards over several years. No adverse patient effects were reported. Additional information was received indicating that the patient will be brought in for device reprogramming and defibrillation threshold (dft) testing. No additional adverse patient effects were reported.